Manufacturer narrative:
Patient weight was not available. The subject device was discarded. Therefore, the subject device was not returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a spinal device being used for an anterior cervical discectomy and fusion (c3-5) case. It was reported that there was a malfunction with the locking screw; the little collar on the locking screw came off while the screw was being inserted. After the locking screw was placed in the patient, the physician noticed that the little collar piece had popped off the screw. To resolve this issue, the physician removed the collar piece and the screw, and another screw was used in its place. There were no patient symptoms or complications as a result of this event, and none are anticipated.